Event description:
Patient undergoing cataract surgery. Physician complained that alcon legacy machine was "surging" while in phaco mode; and machine was making a grinding noise. Cataract surgery completed without any patient injury. Alcon legacy machine taken out of service and sent to biomedical services for repair.